Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient was having difficulty pairing the phone to the icm. The device was attempted to be interrogated with the merlin programmer, but was also unsuccessful. A device explant procedure is anticipated but not yet scheduled. The patient was in stable condition.